Event description:
Patient called in 2002 alleging that their one touch profile meter was reading inaccurately high "for a while". Patient was hospitalized and treated for low blood glucose. One day (date and time unknown), patient got a reading of 66 mg/dl. Patient was feeling shaky and hungry. Patient did not take any of the sliding scale insulin since reading was more than 100 mg/dl per their sliding scale. Patient ate something (does not remember what), but then fell off a chair and claims to be in a coma. Paramedics were called and they tested the patient on their meter with a result of 27 mg/dl. (Time difference is unknown between the reading of 66 on their meter and the emt meter reading). Patient was "given glucose" by the emt and taken to the emergency room. (Unknown if patient was tested at the ER). Patient was kept in the ER for 3.5 hours and released. Patient continued to test on the meter. Two days later, patient got a reading of 408 mg/dl. Patient compared it to a friend's elite meter with a reading of 360 mg/dl. No further information has been reported.